Event description:
Pt's meter would not power off during use. To start a new test, pt has to turn the meter off and then turn it back on. When the meter does not turn off, pt cannot obtain a test result, which may lead to delay in treatment or treatment in the absence of a glucose value. No symptoms were reported. No medical care was sought from a health care professional. There was no adverse event or serious injury. The customer service representative walked pt through removing a test strip from the meter and pressing the "m" button, however, the meter would not power off. The meter was replaced due to the power issue.